Event description:
Hcp reported the pt developed an infection of the spinal fusion wound (5/2003) near the catheter. To minimize the risk of meningitis the pump was explanted. Cultures obtained of the incision and drainage site on the spine tested positive for pseudomonas. The pt was treated with IV and oral antibiotics and prophylatic total device system explant. Hcp reported pt's infection is now resolved with no drug withdrawal.